Manufacturer narrative:
(B)(4). The customer reported that new orders are not displayed in the flow sheet. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that new orders are not displayed in the flow sheet. No pt harm was reported.